Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. The tachycardia therapy was programmed off. Technical services (ts) was consulted, discussed oversensing of what appears to be myopotential noise. The field representative performed isometrics and pocket manipulation; however, noise could not be reproduced. An x ray was performed, which appeared to be appropriate with no bends or kinks. The field representative stated therapy was programmed back on, and the device was reprogrammed to the secondary sensing vector. Ts discussed the secondary vector looked good and recommended sending in session file to further analyze. This s-ICD system remains in service. No additional adverse patient effects were reported.